Manufacturer narrative:
It was reported from a clinical study that a patient suffers from a lateralization of patella on x-ray at 5 year follow-up. The patient had anterior knee pain in stairs. The patient is not recovered, clinical issue is not resolved at this time. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that no adequate materials was received to fully evaluate the complaint. Lateralization of the patella is a known complication of knee surgeries and does not represent a failure of the components. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a patient suffer from a lateralization of patella on x-ray 5 year. Anterior knee pain in stairs. The patient is not recovered, clinical issue is not resolved at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.